Event description:
It was reported that when the patient presented in clinic for routine follow-up, atrial lead was found to be dislodged. Lead could not be repositioned because physician was unable to fully extend the helix. Lead was explanted and replaced without any complications. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.